Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis without septicaemia in a subject coincident with dianeal pd1 therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was not reported. On (B)(6) 2011, the subject experienced and was hospitalized due to peritonitis without septicaemia. That same day, empiric antibiotic treatment with ip ceftazidime (route, dose, and frequency not reported) was started. On (B)(6) 2011, antibiotic treatment ended and the subject was discharged from the hospital. The primary contributing factor to the event was diverticulosis. The subject recovered ((B)(6) 2011). Peritonitis without septicaemia (infectious peritonitis): (B)(4) 2011. Study title:(B)(4). Subject initials: not reported study sponsor: baxter

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.